Event description:
Reporter alleged the blood glucose test strip vial does not contain a catalog number on it. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.